Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2026, under general anesthesia. It is unknown if there are plans to reimplant the patient as of the date of this report.